Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The breach in aseptic technique was not further specified. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with intraperitoneal (ip) vancomycin (2 g, once) and ip ceftazidime (1g/1 ampule per day for 21 days). Dianeal therapy was ongoing. Twenty-one days after event onset, the patient was recovered from the event. At the time of this report, the patient remained hospitalized to be retrained on proper aseptic technique. No additional information is available.